Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable; as healon is not an implanted device. (B)(6). Device manufacture date: unknown, as lot number was not provided. (B)(4). The ophthalmic viscosurgical device (ovd) is not returning for evaluation as it is not available anymore; therefore, a failure analysis of the complaint device cannot be completed. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted .

Event description:
It was reported that the surgeon experienced difficulty with ophthalmic viscosurgical device (ovd), healon gv pro as it doesn¿t behave like healon gv. Surgeon had some patients staying for treatment of high iop (intraocular pressure) after operation as he could not get out all healon gv pro out of the eye. Reportedly, patients with high iop would need additional medication, such as eyedrops for treatment; moreover, may have stayed overnight at the ward department. No further information was provided.